Event description:
The affiliate reported: when the microsensor was attached to icp box, user was not getting an option to p-o microsensor probe. He change the icp express box and icp transducer cable several times. After 5 attempt and with a new reference number given for the same probe, he proceeded to change the microsensor probe to another one (but with the same lot number) and it worked perfectly. Additional information received: what action was taken/required to manage the problem during the procedure? A different microsensor (of the same lot number) was used instead with no problems. When did the device problem occur? Preparation for implantation 10/8/2014 additional information stated: the entire procedure took about 1 hour as the technician had to go back and forth to storage area to get different icp boxes and cables. Micro sensor in this compliant was not implanted and then removed. Here is a brief report on the icp fault that occured on (B)(6) 2014. While trying to calibrate the icp transducer I experienced a few difficulties. Initially I tried to do a p-0 on the same icp probe but failed, I retried using the same express box and cable but failed again. I then changed the express box cable and retried to p-0, this failed once and then again when I tried for a second time. I decided to change the express box, incase this is where the problem stemmed from. I again tried to p-0 on two more occasions (to no avail). I instructed the neuro surgeon to change the icp probe. This icp probe zeroed at p-0 at the first attempt. The probe which had caused the calibration problems was put back into it's packaging for inspection by yourselves.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon a review of the quality records, it was noted that prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and was noted that the film over sensor area cannot balance sensor; we removed the film, and the sensor could be balanced. The sealant was also lifting at the sensor area. The device failed a temperature test. The reading was 1.4 divisions from the center line. It should be within 0.5 divisions (adjusted potentiometer to spec. - it does not affect functionality of device).the sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. The manufacture date is 4/19/14. Based on the above evaluation, supplier was able to confirm the complaint, and determined the cause of the failure to be user related. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.